Manufacturer narrative:
Internal identifier(s): =(B)(4). Concomitant medical device: architect i2000sr analyzer, list # 3m74-02, serial # (B)(4). Evaluation results: cross contamination was identified as a potential cause. Conclusion: (B)(4) manufacturing process. An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/(B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6)results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/(B)(6)results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Manufacturer narrative:
(B)(4):in the previous submission, the type of remedial action was submitted as a product correction. The type of remedial action taken by abbott was a recall.

Event description:
The customer contacted abbott regarding increased incidents of architect havab-m gray zone and (B)(6) patient results when reagent lot 93794hn00 was in use since 3/20/11. After troubleshooting the issue with the customer, a replacement lot of havab-m reagent was sent which the customer stated was running better than the previous lot. The customer provided an example of reactive havab-m results as follows: sample ID# (B)(6) initial result: (B)(6), respectively. No additional testing was performed on this sample to confirm the initial (B)(6) results. There was no known impact to patient management reported by the customer.